Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Please disregard the patient age selection on MFR (3004753838-2025-026287), as this information was recorded in error. Patient did not provide a weight.